Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between 9/20/2019 and 2/10/2021. The device is not returning for evaluation due to covid; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to patient experiencing dysphotopsia. This was replaced with a baush & lomb li61ao iol. It was stated that sutures were done. The pre-op visual acuity (va) was 20/25, the post-op va 20/20. Due to covid-19 protocols we are currently not saving/handling explanted lenses due to biological contamination. No other information was provided.